Event description:
See intial report.

Manufacturer narrative:
The investigation confirmed the reported condition. The cockpit screen reboot and once the cockpit user interface is restored, the "last case" button enables users to retrieve all prior settings and proceed without any data loss. During the reboot, the gas blender defaults to values set by the user during profile configuration and flows can be easily readjusted through gas blender user interface. The heart-lung machine's essential functions, including pumps, alarms, sensors, and safety systems, remained operational and continued to perform as designed. A detailed investigation has been conducted. Results revealed that this type of event can be caused by specific high-level processes, such as the logger or windowmanager applications, which can trigger a segmentation fault or watchdog timeout. This leads the linux operating system to reset the logger or windowmanager application to restore normal operation. Livanova initiated an improvement action in order to further decrease the already low frequency of occurrence of this type of event. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
H11: the cockpit log files have been requested and analyzed. The analysis confirmed the problem, highlighting that the backup control unit maintains control during the reboot. In case of cockpit reboot, once the cockpit user interface is restored, the "last case" button enables users to retrieve all prior settings and proceed without any data loss. During the reboot, the heart-lung machine's critical functions, including pumps, alarms, sensors, and safety systems, continued to perform as designed. The gas blender returns to the original settings selected by the user and may require the operator to adjust flows if changed during operation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the essenz console. The incident occurred in (B)(6). Through follow-up communication with the customer, livanova learned the following information: essenz console was equipped with software version 1.5.1. The cockpit reboot occurred around 10:30, while the user was dealing with the arterial knob issue, and then opened on the ¿profile¿ page. The user selected the ¿cpb (cardiopulmonary)¿ profile (the only option) and then was able to function normally to complete the patients wean. The user is not sure if it was in the ¿pre-cpb¿ or regular ¿cpb¿. Currently, the hlm machine has been put on hold by the customer. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that an essenz arterial pump did not increase rpms during patient weaning. In addition, also venous clamp had issues of auto opening and also the cockpit of the essenz console went black for about to 45 seconds and then rebooted. There was no patient injury.